Event description:
A nexiva 20g 1in catheter was used to start an IV on an endo pt. The catheter went in the skin initially but then was met with resistance and the catheter would not advance. The patient stated it was hurting. The catheter was withdrawn from the skin and immediately noticed that the end of the needle was sticking sideways out the end of the catheter. It looked like the catheter had ripped apart from the catheter and was sticking out the side of the needle. The faulty catheter was packaged in it's original package, taped it up and put in in a bio hazard bag and gave it to supervisor in spr. No harm came to the patient but he did experience pain from the malfunctioning catheter.